Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6 the reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10 02-010-01-0220 - logic femoral ps cem left sz 2, 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t, 200-02-35 - three peg patella 35mm. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the left side. 5.5 years following, the patient experienced aseptic patella loosening and lysis around the patella button with displaced fragmentation of the superior pole and was rehabilitating through quadriceps exercises. Subsequently, the patient now is experiencing polyethylene wear with evidence of osteolysis to left knee. As a result, approximately 6.5 years after initial replacement, arthroscopy and debridement with biopsy (day case) was performed to left knee of the patient. No further impact to the patient was reported. No other information is available. This is 1 of 3 events for this patient.